Event description:
It was reported that in the past flexi-trak have resulted in skin tears or have dislodged after 1-2 days of use.

Manufacturer narrative:
Complainant city: bunbury. Complainant state/province: wa. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore; this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.